Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the scissors on the vh-3100 broke at the junction of the handle where the jaws meet. No further info was reported. The product was returned.

Manufacturer narrative:
Investigation: a visual inspection revealed that the shaft had detached from the hub and was sheared. There was no evidence of blood. Based upon the visual observations and the functional test, the reported complaint was confirmed on (B)(4) 2011. (B)(4).